Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the scope cover packing and biopsy channel. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The additional evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing and damage on the channel tube, the scope cover had a crack, the air/water and suction cylinders had no color, switch 1 had a cut, the label on the section connector was peeled, and the light guide had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a clogged air/water channel and the clogging could not be removed. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found; the air/water cylinder, air/water tube, air/water nozzle, scope cover, adhesive on the bending section cover, and the connecting tube all had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.